Event description:
Event description guidant received information that during a threshold test, this right ventricular lead was not capturing at 4.0v, and was then scheduled to be revised. It was noted that both leads have been implanted for more than nine years. No adverse patient effects were reported.